Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The nurse of a customer reported via phone call that the insulin pump alarmed battery out limit and the alarm cannot be cleared after 3 battery changes. The customer also indicated that the keypad buttons are not responsive. The customer was advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. Unable to confirm the unexpected battery out limit alarm and unable to perform any tests due to the unresponsive buttons. The pump was received with cracked battery tube threads, a cracked reservoir tube lip, a cracked case near the display window corners, a missing end cap sticker and minor scratches on the display window.